Event description:
It was reported by the customer that a bd pyxis¿ es server was freezing when trying to load medications. The customer stated there was a delay to the patient's workflow. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction was caused by software issue. The technical support specialist dialed into the station, verified the logs to ensure no issues and added the user to provide the timestamp of when it occurs and the user ID, if the problem still persists. The system functioned as intended after the technical support specialist troubleshot the device.